Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Field service engineer (fse) went to the facility site to evaluate and repair the issue of fluid leak and the e51 error message received for the device when the device was turned on. Upon evaluation of the device, the fse found the yellow connectors of the device to be loose. The device was leaking from this area. Fse replaced the yellow connectors. Once the yellow connectors were replaced, the device leakage issue was resolved. Fse repaired the device and verified functionality according to original equipment manufacturer. Software attributes were verified and confirmed. Equipment passed the electrical safety test. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer reported the issue of e51 fluid leak error message received for the device when the device was turned on for reprocessing. At the time the error message was received, there was presence of water in the tray at the bottom of the device. When the device was drained, dried out, and then turned back on, the device was found to have an active leak. There is no patient involvement and no harm reported to any patient. Field service engineer (fse) went to the facility site to evaluate and repair the issue of fluid leak with e51 error message received for the device. Upon evaluation of the device, the fse found the yellow connectors of the device to be loose. The device was leaking from this area. Once the yellow connectors were replaced, the device leakage issue was resolved. This medwatch is being submitted for the issue of the loose yellow connectors observed during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22dec2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the tube was unable to be connected since the connector became loosened and came apart. As the cause of the loosened connector, we presumed that the user applied stress to the connector in the loosening direction, and the stress was accumulated. Hitting with something hard or aged deterioration was also presumed to be the cause. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿chapter 3. Inspection before use, 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents¿ olympus will continue to monitor the field performance of this device.